Event description:
The customer reported that the insulin pump was showing 162 units, but the reservoir was empty. The customer was experiencing high blood glucose. The caller mentioned that he works with mris, but when he goes into the testing room, he takes the device off. Troubleshooting was performed, and the insulin pump alarmed motor error during rewind. The drive support cap appeared to be normal. Assisted the customer to run the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the displacement test anomaly. The device was received with bleeding lcd glass and scratched display window.